Event description:
The customer reported that the system exhibited an 'iris potentiometer error. This error will prevent the system from booting to a usable state or result in an un-commanded system shutdown.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.